Manufacturer narrative:
Additional information was received that the patient had lead fracture or migration. The patient will undergo a revision procedure. The physician suspected lead malfunction. Additional suspect medical device components involved in the event: model #: sc-2316-70, serial: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patients leads had fractured most likely at the splitter site. The patient will undergo a revision procedure wherein the leads will be repositioned and ipg will be replaced for an unknown reason. The physician does not suspect ipg malfunction.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients leads had fractured most likely at the splitter site. The patient will undergo a revision procedure wherein the leads will be repositioned and ipg will be replaced for an unknown reason. The physician does not suspect ipg malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70 serial: (B)(4) description: infinion 70 cm lead kit model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patients leads had fractured most likely at the splitter site. The patient will undergo a revision procedure wherein the leads will be repositioned and ipg will be replaced for an unknown reason. The physician does not suspect ipg malfunction.